Event description:
It was reported that early sensor expiration occurred for the g6 sensor. The sensor was inserted into the abdomen on (B)(6) 2023. However, data for the g7 wearable was provided for evaluation. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).